Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a button error alarm and the esc button was not working. The customer's blood glucose was 212 mg/dl at the time of incident. The customer stated that was struggling with an infection and was trying to change her basal rates. The customer stated that she was unable to clear her screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent act and up button response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip and scratched reservoir tube window.